Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced pelvic cramping, extreme fatigue, light pinkish discharge, abdominal cramping, brown vaginal discharge, left suprapubic tenderness, left upper quadrant tenderness near previous incision site, suprapubic pain, hematuria, vaginal bleeding, left-sided pelvic cramping, vaginal spotting, lower abdominal pain, urinary urgency, and device erosion.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 2/7/2024 provides the following: the patient is experiencing dyspareunia and urinary frequency that led to exposure and erosion of the mesh. The mesh was removed during resurgery.